Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of seven devices. The instruments were received sealed with the full complement of fifteen clips each. Visual inspection of the instruments revealed no abnormalities. Functionally, the instruments were fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formations. The jaws and handles moved smoothly through the firing cycles and returned to the open positions and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaws from approximating. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during an open prostatectomy procedure, the clips were not able to load properly into the device and "the clips jumped from the jaws. Two clips failed". The clips fell into the patient cavity but were retrieved with tweezers. A new clip applier from another lot was used to complete. The products were thrown away however the customer intends to return a representative sample of clips from the same lot. There was injury to the patient.